Event description:
Follow up information received reported that the patient had one lead replaced on (B)(6) 2013 and was scheduled to have the other lead replaced on (B)(6) 2013. Both leads were then to be connected on (B)(6) 2013. If additional information is received, a follow up report will be sent. See also manufacturer's report # 3004209178-2013-00968 for other device/therapy issue.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 748240, serial # (B)(4), v implanted: (B)(6) 2006, product type extension; product ID 748240, serial # (B)(4), implanted: (B)(6) 2006, product type extension; product ID 3389-40, lot # v004936, # implanted: (B)(6) 2006, product type lead; product ID 3389-40, lot # v004936, implanted: (B)(6) 2006, product type lead. (B)(4).

Event description:
Additional information indicated that the patient was receiving therapy and doing better after programming appointment.

Event description:
It was reported that there was a break in a patient's left lead. It was noted that the break was visible on an x-ray and the patient had lost therapy on that side. The break was about an inch above the connector for the extension. The reporter stated that the patient was going to be scheduled for a lead revision. It was noted that the patient was going to be seen by a surgeon who would do testing. It was reported that the patient had "really great" outcome from the therapy and all of the sudden she was "really hurting." Additional information has been requested but was not available as of the date of this report.